Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with failure to capture noted in the right and left ventricle. Malfunction was alleged on the patient's implantable cardioverter defibrillator. No patient symptoms were reported. Corrective programming changes were made. No patient consequences were reported.